Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the door not fully latched. Eval found door was able to latch close but the force required to secure door was above expected levels and if not applied the unit would go into a door not fully latched alarm. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. It was also reported that there was no pt injury.